Event description:
Heparin was infusing, infusion stopped and pump did not alarm. Unsure of new long pump was not infusing medication. Three hundred twenty two error did occur prior to pump shutting off.